Manufacturer narrative:
The investigation determined that a lower than expected vitros intact pth (ipth) result was obtained when a single correlation sample was processed at a reagent lot change using vitros ipth reagent lot 1760 on a vitros xt7600 integrated system. A definitive assignable cause could not be determined. A sample related issue is a possible contributor to the event as the sample was not handled and stored in line with vitros ipth instructions for use guidance. Reported qc fluid performance indicates a vitros ipth performance issue is not a likely contributor to the event and no issues regarding accuracy or precision of the vitros assay were indicated by the customer. There is no indication of an instrument malfunction and unexpected instrument performance is not a likely contributor to the event. However, it cannot be completely ruled out as diagnostic within run precising testing was not performed at the time of the event. In addition, pre-analytical sample processing could not be ruled out as a contributing factor, as it was established the customer was not following the sample collection device manufacture¿s recommendation for sample centrifugation and cellular debris, due to poor sample preparation, was possibly present in the affected sample, although this could not be confirmed. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros ipth lot 1760.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a lower than expected vitros intact pth (ipth) result was obtained when a single correlation sample was processed at a reagent lot change using vitros ipth reagent lot 1760 on a vitros xt7600 integrated system. Patient result of 41.5 pg/ml versus the expected result of 63.4 pg/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The lower than expected vitros ipth result was not reported from the laboratory and ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4)and reportability assessment (B)(4).